Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit is displaying auto failure messages. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate problem. Ran and passed all performance and function tests. Ran and passed all autofill tests with getinge test balloon. Let cardiosave run on balloon pump with patient simulator for a period of time. No problems found.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.